Event description:
The following has been reported: while the unit was at fk warrendale after being returned for other repairs, it was further discovered during functional testing that the dut failed hardware test for tank leak failure. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (vr encoder)(sensor-4) . Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. While the device was at warrendale undergoing evaluation, it was discovered that the lvp (B)(6) was failing tank leak testing. After analysis device would not replicate error during nonconformance testing. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.